Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. This complaint is a duplicate of pc-000210619. All complaint related activities will be captured under that complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. This report is for an unknown dhs/dcs instrument/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown dynamic hip screw/dynamic condylar screw (dhs/dcs) procedure on (B)(6) 2018, the head of the connecting rod was broken into the screw while implanting a device into the femoral head. No further information was provided. This report is for one (1) unknown dhs/dcs instrument. This is report 1 of 1 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. This complaint is a duplicate of (B)(4). All complaint related activities will be captured under that complaint and medwatches MFR numbers 8030965-2018-54830, 8030965-2018-55412 and 8030965-2018-55413.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. This complaint is a duplicate of (B)(4). All complaint related activities will be captured under that complaint and medwatches MFR numbers 8030965-2018-54830, 8030965-2018-55412 and 8030965-2018-55413. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.